Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had damage in reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer states that the crack in reservoir compartment and a piece was broken out. The pump will be returned for analysis.